Manufacturer narrative:
The investigation was unable to determine a specific root cause. The event was consistent with a sample-specific discrepancy as per product labeling for the assay, single false reactive results may occur, and the elecsys hiv duo assay specificity is < 100%. The elecsys hiv duo assay performed within specification. There was no evidence of a product problem.

Event description:
There was an allegation of questionable elecsys hiv duo results for one patient from the cobas e 801 analytical unit. Sample 1 results were 2189, 2355, and 2296 (after ultracentrifugation) using reagent lot 839092. These results were considered positive. On (B)(6) 2025, sample 2 result was 2083 using reagent lot 852715. This result was considered positive. Both samples were sent for western blot, and the results were negative. Both samples were sent to another lab for testing with ag p24. The results were negative on ag/ab combo alinity abbott. Using immunofluorimétrie multiplex bioplex 2220, the ag p24 was negative.

Manufacturer narrative:
The reagent expiration dates were not provided. The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.